Manufacturer narrative:
H3, h6: the unkn navio robotics instr, part number unkn06100502, serial unknown and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. No probable cause or contributing factors could be attributed to this complaint. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that for a tka procedure, they had issues with that monitor that went black and had no power. It was resolved by flipping the power on the power strip, which allowed the monitor to boot back up. The case was going well. When they attempted to cut the tibia - after the plan was adjusted, they attempted to validate the cut and had a navio application error where the system logged out of the case and went back to the start screen. They simply logged in, resumed the case and recalibrated the handpiece to continue where they had left off. No other complications were reported.